Event description:
The complainant stated that the brake will not hold after the brake pedal is engaged. He indicated that the bottom of the brake block is broken.

Manufacturer narrative:
The account has not completed repairs. A follow up report will be sent once the customer discloses their investigation.